Event description:
The MFR received info alleging a ventilator's internal battery did not charge. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was not returned to the MFR for eval and the customer's complaint could not be confirmed. A review of the device's service record indicates the device has not returned for preventative maintenance since 1998. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.